Manufacturer narrative:
The pump was returned to animas and the eval revealed that the keypad appeared to be intact with no lifting or peeling. The "up", "down", and "ok" buttons were intermittently responding and required excessive force to activate. The keypad was removed and all of the key contacts were inverted and did not always spring back. There was also evidence of keypad adhesive found under all key contacts.

Event description:
The pt reported that the "up", "down", and "ok" keypad buttons were not responding. The reporter denies damage to the keypad or exposure to moisture. The buttons click and spring back normally.